Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer wanted to suspend the insulin pump to get into the shower but it would not work. She took the battery out and the insulin pump looked like it suspended itself but it alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.